Event description:
It was reported , during inspection it was found some of elevator wires are broken. Event found during the reprocessing. No harm reported. No patient harm, no user injury reported due to the event. Device return evaluation found k-wire has a cut with a bent part. This report is being submitted for broken k-wire, cut with bent part (wires that composes the forceps elevator wire are raised due to cut ), this damage can result in loss of guide wire positioning.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the k-wire has a cut with a bent part (frayed k-wire). Service noted , due to fray of k-wire, forceps raising angle does not meet the standard value. In addition, service repair noted during inspection that "some of the wires constituting the forceps elevator wire are cut or frayed but not raised" was not reproduced, not confirmed. Furthermore, the following defects were identified during device inspection: adhesive on a-rubber noted detached. Connecting tube has a buckling. Universal cord has a scratch. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Light guide (lg) lens has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to inform correction to g3 of the initial medwatch report . The aware date should be 04-nov-2022 and not 09-nov-2022. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely strands from the k-wire became cut/broken due to fatigue breakdown from repeated manipulation of the forceps elevator, which then resulted in a raised k-wire due to brushing around the forceps elevator and attachment/detachment of the distal cover. The event can be detected and prevented by following the instructions for use (IFU) which state: "-IFU (operation manual) inspection of the forceps elevator mechanism perform the following inspections while the bending section is straight. Inspection for smooth operation 1. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. 2. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope." "Cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work." "Preparation and inspection - attaching the distal cover" olympus will continue to monitor field performance for this device.